Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that "one time she heard a european alarm last year when medication got low and there was a blizzard and she could not make it." It was noted it happened in 2018. No patient symptoms were reported. No further complications were reported.